Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was clarified that the device quitting referred to a loss of stimulation and leakage continually. It was noted that it stopped working on (B)(6) and program 1 that the patient had always used from the beginning was perfect, but it stopped working and only 1 of the 4 programs worked, but it was not comfortable at all and hurt the patient¿s rectum. The patient¿s ins was reprogrammed but 3 of the programs were uncomfortable, so the patient was now on program 4 at 1.2. It was noted to be working, but the patient would like to have the program they were on now with the 1st program # that quit working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) clarified the device quit was they had a loss of stimulation in 3 settings. The patient noted they were not sure the circumstances that led to the device quitting. The patient stated the steps taken to resolve the uncomfortable feeling on the left side and the device quitting was there was 3 new programs entered. The patient noted they could only use on, the others cause discomfort when they are set high enough to function. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported on (B)(6) they had their device set on program 1 at 1.4 and they had leakage, so they increased the settings to 2.5, but they had no change, so they gradually increased all the way up to 7, nothing. The patient stated they tried program 2, but it was uncomfortable, so they switched to program and increased up to 7.0, nothing. The patient noted that program 4 had with the same results. The patient stated they went back to program 2 setting it at 1.4. The patient noted it worked but caused much discomfort. The patient stated on (B)(6) they increased it to 1.8 at bedtime. The patient stated on (B)(6) they increased it to 2.0, but they had explosive diarrhea all day. On (B)(6) they increased it to 2.2 and at the time of the report it was on 2.3 and it was working sometimes. The patient noted it was very uncomfortable especially on their left side. The patient noted her implantable neurostimulator (ins) was implanted on the right cheek. The patient stated they had no idea circumstances that led to know feeling stimulation. The patient stated it just quit and they had a huge mess when they woke up in the morning. The patient stated they always kept it on program 1 since it they got it (B)(6) 2016. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient had been on program 1 and it had been working beautifully, and last week it stopped working; the patient clarified that they had a return of bowel symptoms. The patient tried increasing stimulation, but never felt it on program 1, so they switched to program 2 and it caused them a lot of pain. The patient then tried program 3 and 4 and increased all the way to 7.0v on the day of the report and still did not feel anything. It was noted the patient was originally at 1.8v and on program 1. The patient had a fall 8 months ago from passing out from being given the wrong medication; it was noted the device seemed to work fine right after and not be affected by the fall. The patient had not had any recent medical test or electromagnetic interference/environmental exposure. It was recommended that the patient decrease stimulation and follow up with their healthcare provider (hcp) to discuss their symptoms and have the device checked. No further complications were reported/anticipated.